Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
A consumer implanted for spinal pain reported their implantable neurostimulator (ins) and leads migrated. As a result they were replaced on (B)(6) 2014. No further details were received about this event including what caused the issues. Additional information has been requested. If additional information is received a follow-up report will be sent.